Event description:
It was reported that a malfunction occurred on the pump with a malfunction code displayed as malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer experienced multiple occurrences of the malfunction and received instructions to return the problematic pump with a pre-paid label. A replacement pump was arranged to be sent by cts, as the pump was under warranty. The caller was instructed on how to put the pump into storage mode, which they acknowledged and understood.